Manufacturer narrative:
Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and was defective on the battery oscillator device. It was further determined that the ecu (electric control unit) was faulty. It was further determined that the device failed pretest for check trigger and ecu (electric control unit) function and functional test. It was noted in the service order that the device malfunctioned and could not be operated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device availability: the device availability was inadvertently documented as 12/21/2017 in the initial report. The date returned to manufacturer was corrected to 1/4/2018. Date of event: it was reported in the initial report that the date of event was unknown. Subsequent follow-up with the customer determined that the event occurred on (B)(6), 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.